Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned resolution clip device noted that the sheath grip was detached from the over sheath. The device was half deployed and the clip assembly was not returned. The yoke which was still attached to the control wire was then actuated and deployed. A kink in the control was noted. This failure is likely due to anatomical or procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was unable to be deployed. However, the nature and cause of how the clip did not deploy is unknown. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was unable to be deployed. However, the nature and cause of how the clip did not deploy is unknown. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed.